Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The part was returned with a 25mm portion of the tip broken off. The broken tip portion was also bent. Based on the evaluation and the unknown root cause, this complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during an l5-s1 fusion, the probe snapped off while the surgeon was probing the pedicle. The broken fragment was retrieved. The surgeon used another probe to complete the procedure with no further problems, and there was no harm to patient.

Manufacturer narrative:
(B)(4). Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).